Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device through wire guide to desired position and release the stent accordingly. User checked the x-ray image and found out there was only 0.3cm stent released. User cannot continue release the stent and the red indicator is reach non-retrievable point. User then retracted the delivery system and changed another same device to complete the procedure. Device was returned and evaluated on the 26-nov-2020. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What is the reorder number of the wire guide used with this device? Metii-35-480. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. Had dilation of the obstructed area been performed prior to this occurrence? Yes. What is the endoscope manufacturer and model number that was used? Olympus tjf-260v. Please describe the location in the body where the stent was to be placed. Common bile duct. Was resistance encountered when advancing the wire guide through the obstructed area? No. Was resistance encountered when advancing the stent and introducer through the obstructed area? No. Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? No. Was the directional button fully engaged? Yes. Did the red indicator move when the trigger was pressed? Yes. Did the red indicator continue to move after the delivery stopped? Yes. Were any cracking/popping sounds heard from the handle? No. Was the stent partially exposed? Yes. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No. Were any additional procedures needed? No. What is the patient outcome? Patient is well.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1738502 involved in this complaint was returned for evaluation, with open, original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020. In summary the following results were observed in the lab evaluation: stent was partially deployed on return. Flexor was found compressed forcibly close to the zip port. Flexor was found to be kinked approximately 30cm from handle. Red marker on top of the handle at 08th indicator on return. Lock wire in place on return. Handle was actuating with resistance. Unable to deploy the stent. Stent deployed while the kinked flexor was straighten out. Lock wire removed without any issues, stent intact. Following the lab evaluation additional information was requested to aid with the investigation: was the device in the tortuous position at any stage of the procedure? Yes. Was the device inspected for kinked or damage prior to use? No. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1738502 did not reveal any discrepancies that could have contributed to this issue. An nc code evo-015 (flexor bunching/broken) was noted on the work order, however this was subsequently scrapped and would not have attributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot #c1738502; upon review of complaints this failure mode has not occurred previously with this lot #c1738502. The instructions for use ifu0062-6 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided the product was not inspected for kinks or damage before use. A notification was sent to the product manager to consider retraining at the facility. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling. From additional information provided the product was not inspected for kinks or damage before use. It is possible that the flexor got damaged on handling/removal of the device from the packaging before use. Additionally it is possible that while during deployment device may have been in the tortuous path that subsequently may have caused a build-up of pressure resulting in the flexor kink, as per additional information provided, the device was in the tortuous position during the procedure. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.